Event description:
Lead guided into rt ventricle under floroscopy. Initial attempt revealed thresholds which were unacceptable. Reattempted moves made and a threshold of .8 with resistance and r wave obtained. Lead secured. Pt complained of feeling poorly and nauseated. Pt became unresponsive and went into respiratory arrest. Intubated and vasopressors given. Floro revealed no penumothoraces bilaterally, no evidence of bleeding into chest. Cardiac motion minimal, battery connected to lead. Pericardial tap done with cvp line and gross blood obtained. Cvp line connected to reservoir. Pt became responsive. Pt transferred to ICU in stable but critical condition. Transfered to floor from ICU on 5/12/96 and from the hosp on 5/17/96.